Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that during use of product for epidural anesthesia, the epidural catheter severed and a portion of the catheter remained in the patient's skin. The user facility reported that catheter fragment was removed from the patient by hand, with no further intervention needed. No further adverse effects to patient reported.